Event description:
Olympus was informed that 2 pts were admitted to the hospital after having undergone a colonoscopy due to bleeding, diarrhea, and mucous in the rectum. The user facility was suspecting a possible chemical colitis.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more info regarding the report and was informed that the pt underwent a diagnostic colonoscopy and was examined with the subject device. During the procedure a cecal polyp was discovered; the polyp was removed using a non-olympus hexagonal snare and an unidentified electrosurgical unit (esu). The esu setting was said to be at coag 20 and cut 5. There were no complications reported during the procedure. The procedure was completed using the same set of equipment. However, after six hours the pt was said to have been admitted at (B)(6) hosp due to rectal bleeding, chills and fever, but no diarrhea. A CT scan was performed, and the result indicated a thickening of the right colon, which is the same site where the polyp was removed. The pt was provided IV antibiotic, but it was discontinued upon discharge the following day. The pt was still feeling abdominal pain and sore abdomen. The staff reported that there was no confirmation of infectious chemical colitis on the pt. The device was said to have been reprocessed in a (B)(4) automated endoscope reprocessor (aer). (B)(4) rep evaluated the aer and no problem found. The colonoscope was returned to olympus for eval. The eval found minor physical damage on the distal end and bending section. There were no further issues observed. This report is for the first pt. Cross reference MFR report #8010047-2012-00190.